Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("painful intercourse"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and dyspareunia outcome was unknown. The reporter considered dyspareunia and pelvic pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ingrown hair, acne, irritability, mood swings, hot flushes, urine incontinence, micturition urgency, insomnia, libido decreased and dysuria. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), cystitis ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)") and allergy to metals ("nickel allergy"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain had resolved and the dyspareunia, dysmenorrhoea, fatigue, cystitis, vaginal infection, urinary tract infection and allergy to metals outcome was unknown. The reporter considered dyspareunia and pelvic pain to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. X-ray - on (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs received: new reporters, patient demographic information, product indication, onset date updated, new events dysmenorrhoea, fatigue, cystitis, urinary tract infection, vaginal infection and allergy to metals added. Outcome for the event pelvic pain updated to recovered / resolved. On 4-apr-2018: mr received: new reporter, patient ethnicity and concomitant disease added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.